Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. (B)(6).

Event description:
It was reported to philips that the device "ECG numeric is showing higher reading than actual". The ECG wave is showing normally on the display and the ECG rate is printing the correct numeric reading. There was no reported patient involvement/adverse patient impact.